Event description:
An oncology pt was moved from the oncology unit to the ICU during the course of a chemotherapy regimen. We do not routinely administer chemo in ICU units, and our chemo must be administered by a chemo certified nurse. It also requires a second verification before administration begins. While this pt was in ICU, a dose of etoposide was due. Two nurses broke protocol and started the administration without a chemo certified nurse being present. We use bbraun's onguard closed system transfer device for all chemo compounding and administration. We have been told that the onguard equipment is only compatible with the onguard luer site on the pt's access. These nurses were very easily able to connect the onguard tubing end to the pt's standard bbraun luer lock access site. It was not a tight fit and resulted in a chemo spill. Bbraun's onguard device very easily attaches to their own luer access device. (B)(6).